Manufacturer narrative:
Upon receipt at boston scientific crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. Normal interrogation was observed on the zoom programmer. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing and sensing functions of the device. The device performed normally throughout all tests.

Event description:
--

Event description:
Boston scientific crm received information that right ventricular (rv) pacing activity was stored in the pacemaker memory, even though it was reported that the device had been programmed to aai mode. It was also noted that the product was recently part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.